Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Event description:
Post operative bilateral rod breakage of a t10-illium construct. See mfg medwatch report# 1526439-2013-34908 for the second broken rod that was involved in this event.

Manufacturer narrative:
Visual inspection of the expedium hyield rod confirmed rod breakage, resulting in two segments. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A twelve month review of the complaint trend analysis for the product code found no emerging trends. Although the root cause of the rod breakage cannot be positively determined, results of a scanning electron microscopy (sem) analysis show evidence of a fatigue failure. No material defects or other abnormalities were observed in this analysis. No corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.